Event description:
It was reported that the patient had a loss of stimulation approximately three months ago. The patient had increased the amplitude to 10.5 with no sensation of stimulation and relief of pain. The patient denied any trauma at the time of the report. The patient had an appointment to have the system evaluated in one week from the report at their managing physician¿s office. The patient had pain. On (B)(6) 2015 it was noted that impedances were checked and all impedances were out of range. The reference electrode was changed but they still were all out of range. The singe lead was on 0-7 port. All impedance measures were over 10,000. The impedances never resolved. The cause of the impedance issue was not determined, imaging was ordered and a follow up with the physician would be scheduled. It was unknown if any lead fractures were noted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n382410, implanted: (B)(6) 2014, product type: accessory. (B)(4).